Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that air bubbles were observed within the canister. There was no adverse impact to the customer¿s blood glucose level. Customer performed a supply change to address the issues.